Manufacturer narrative:
During ge healthcare technician checkout, it was found that mechanical mode ventilation is not working and found "ventilate manually", "co2 absorber out of circuit" & "no data. Ventilator failure" error messages are coming on display. Replaced both with power management board (pmb) & sensor interface board (sib) and upgraded system software from version spo3 to spo4, to fix the reported failure. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported error : no data ventilator failure. Problem observed during checkout, hence no patient involved.